Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure with the target being an approximately 3mm saccular aneurysm located on the middle cerebral artery (mca) with normal vessel tortuosity, during the deployment attempt into the target vessel via the concomitant 45 degree prowler select plus microcatheter, the 4.0mm dia x 16mm with no tip enterprise®2 stent (enf401600 / lot# unknown) ¿jumped¿ or it suddenly was advanced to the distal part as the additional information later clarified during its deployment into the vessel. As a result, the physician did not want to deploy it fully and decided to recapture the stent. It was successfully recaptured with the stent still attached to the delivery system. A competitor stent was used as the replacement for the complaint device and the procedure was successfully completed without any procedure delay, without any patient adverse event or complication. Additional information received indicated that nothing unusual was noted about the complaint device prior to use. It was prepped and used in accordance with the instructions for use (IFU) with adequate and continuous flush maintained through the microcatheter. The complaint device was returned and received for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 4.0mm dia x 16mm with no tip enterprise®2 stent was received contained in a pouch. Visual inspection was performed. It was observed that only the delivery wire was returned; the delivery wire was inspected and was observed to be in good, normal condition. Functional analysis could not be performed with only the delivery wire received. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The complaint reported that during the procedure targeting an approximately 3mm saccular aneurysm located on the mca, the 4.0mm dia x 16mm with no tip enterprise®2 stent was delivered to the target location and it suddenly ¿jumped¿ or suddenly advanced to the distal part. The physician did not want to deploy the stent and decided to recapture it. The issue could not be confirmed through functional analysis as only the delivery wire was returned. The stent component was not attached to the delivery system as reported in the complaint. There was no damage and no anomaly noted on the delivery wire. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following cautions: do not deploy the stent if it is not properly positioned in the vessel. Do not deploy the stent if the position of the infusion catheter delivering the embolic coils has been lost. When advancing the infusion catheter over the stent during recapture, it may be necessary to keep the stent stable with tension on the delivery wire. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during removal of the codman enterprise 2 vascular reconstruction device from the dispenser hoop. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: investigation findings / investigation conclusions: the ¿no device problem found¿ code was used in the investigation findings because the reported issue related to the deployment of the device could not be duplicated in the product analysis lab with only the delivery wire returned. This code corresponds to the code ¿cause not established¿ code in the investigation conclusions. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product is not available to be returned for evaluation and analysis. [Conclusion]: the healthcare professional reported that during the procedure with the target being an approximately 3mm saccular aneurysm located on the middle cerebral artery (mca) with normal vessel tortuosity, during the deployment attempt into the target vessel via the concomitant 45 degree prowler select plus microcatheter, the 4.0mm dia x 16mm with no tip enterprise®2 stent (enf401600 / lot# unknown) ¿jumped¿ or it suddenly was advanced to the distal part as the additional information later clarified during its deployment into the vessel. As a result, the physician did not want to deploy it fully and decided to recapture the stent. It was successfully recaptured with the stent still attached to the delivery system. A competitor stent was used as the replacement for the complaint device and the procedure was successfully completed without any procedure delay, without any patient adverse event or complication. Additional information received indicated that nothing unusual was noted about the complaint device prior to use. It was prepped and used in accordance with the instructions for use (IFU) with adequate and continuous flush maintained through the microcatheter. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information provided in the complaint and without the product available for analysis, the reported customer complaint could not be confirmed. The lot number of the device is not known, therefore review of the device history record was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: g.3, g.6, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 03 march 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The product lot number is not available / not reported. The expiration date of the device is not known. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The device manufacture date is not known as the product lot number of the device is not available / not reported. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure with the target being an approximately 3mm saccular aneurysm located on the middle cerebral artery (mca) with normal vessel tortuosity, during the deployment attempt into the target vessel via the concomitant 45 degree prowler select plus microcatheter, the 4.0mm dia x 16mm with no tip enterprise®2 stent (enf401600 / lot# unknown) ¿jumped¿ or it suddenly was advanced to the distal part as the additional information later clarified during its deployment into the vessel. As a result, the physician did not want to deploy it fully and decided to recapture the stent. It was successfully recaptured with the stent still attached to the delivery system. A competitor stent was used as the replacement for the complaint device and the procedure was successfully completed without any procedure delay, without any patient adverse event or complication. Additional information received indicated that nothing unusual was noted about the complaint device prior to use. It was prepped and used in accordance with the instructions for use (IFU) with adequate and continuous flush maintained through the microcatheter.